Event description:
About 1 year and 6 months after the primary surgery, a revision surgery was performed due to l3/4/5 screws loosening and l4/5 not fusion. It is unknown which screw came loose. The l3-5 screw was removed to replace the cage.

Manufacturer narrative:
Batch review performed on 6 sep 2022. Lot 2022278: (B)(4) items manufactured and released on 09-oct-2020. Expiration date: 2025-sep-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review (2 items reported in this complaint). Additional implanted components. Batch review performed on 6 sep 2022 on pedicle screw 03.50.031 pedicle screw 7x45 (k121115) lot 1923134: (B)(4) items manufactured and released on 29-oct-2019. Expiration date: 2024-oct-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 6 sep 2022 on pedicle screw 03.50.031 pedicle screw 7x45 (k121115) lot 2021798: (B)(4) items manufactured and released on 30-jul-2020. Expiration date: 2025-jul-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 6 sep 2022 on pedicle screw 03.50.031 pedicle screw 7x45 (k121115) lot 2022667: (B)(4) items manufactured and released on 22-oct-2020. Expiration date: 2025-oct-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review (2 items reported in this complaint).

Manufacturer narrative:
Date of manufacturer alerted corrected with 8 august 2022. The initial emdr results to be sent with 1 day of delay because the awareness date reported was not correct.